Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a message "hi" (reading greater than 500 mg/dl) on the adc freestyle libre sensor on (B)(6) 2018. Customer self-treated with additional 5 units of humalog (insulin lispro) and experienced symptoms of hypoglycemia described as headache, blurred vision, thirst and tremors. Customer self-treated with orange juice and upon arrival at home, a capillary test was performed by a health care provider on which a reading of 39 mg/dl was obtained. Customer was treated with unspecified intravenous fluids. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a message "hi" (reading greater than 500 mg/dl) on the adc freestyle libre sensor on (B)(6) 2018. Customer self-treated with additional 5 units of humalog (insulin lispro) and experienced symptoms of hypoglycemia described as headache, blurred vision, thirst and tremors. Customer self-treated with orange juice and upon arrival at home, a capillary test was performed by a health care provider on which a reading of 39 mg/dl was obtained. Customer was treated with unspecified intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation of the reader will be required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.